Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad cover had been returned peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.